Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due premature battery depletion. Device was replaced. No additional adverse patient effects were reported.